Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headaches, nausea, memory loss, irritation, dry eyes, sore throat, sinus issue, difficulty breathing/short of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP that machine turns on and off by itself. Runs out of water twce as fast. Changes pressures unpredictably. Dizziness, headaches, nausea, memory loss. Irritated and dry eyes, sore throat, sinus, device/power cord or supply too hot to touch, difficulty breathing/short of breath. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, a slight unknown red colored contamination and fibrous contamination was present on the exterior of the top enclosure under the right-side accessory door and on the bottom enclosure exterior. Slight dust-like and fibrous contamination was observed on and around the iso port. Manufacturer observed a white unknown contamination at the air input of the blower box at the filter area, potential mineral deposits on the blower motor and the blower box, indicating potential water ingress. Manufacturer also observed dust-like and hair like fibrous contamination was observed on the blower outlet seal. Also observed, an unknown (dust-like) contamination on top of blower motor and on the inner rim of the bottom of the blower motor. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found zero error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit.